Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor and alarmed a21 after battery change due to faulty component on interface board. The operating currents are within specification and passed self-test, rewind, basic occlusion and displacement test and with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected alarm and e21 after batter change during normal use. Customer's blood glucose at time of incident was 120 mg/dl. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.